Manufacturer narrative:
No prior history of similar complaint since market introduction five years ago. Trending for similar complaints in the future is being performed. There is no further corrective action planned at this time.

Event description:
Resident was sitting in wheel chair facing the bed. She grabbed the assist bar to pull herself up when the head of the bed rose and she fell back away from the bed. The head of the bed was slightly elevated when she grabbed the assist bar.